Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter which occurred the same day the sensor had been inserted in the abdomen. According to patient, he experienced loss of consciousness. When a fingerstick was taken the cgm was reading 201 mg/dl, and the blood glucose reading was 28 mg/dl. The patient was treated by their wife with 2 glucose injections (most likely glucagon). The patient recovered after treatment and did not go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.